Manufacturer narrative:
Results: received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the area of the break had damaged jagged edges and cracks on the silicone molding. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions: the engineer concluded that jagged break was caused by stress (misuse / mishandling). The user is advised the catheters are fragile and must be handled with care. (B) (4). (B) (4).

Event description:
The catheter broke while trying to remove it from the baby. There was no harm to the baby and they were able to remove the catheter without any surgical intervention.